Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. Requests for additional info from the user were made on (B)(4) 2013 with no success. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that the tip of the catheter detached from the catheter body while trying to cross the aortic bifurcation. No further info was provided. No harm or injury was reported.